Event description:
Although the medtronic ave stent is not indicated for use in saphenous vein grafts, a 3.5mm diameter x 30mm length medtronic ave s670 rapid exchange stent delivery system was inserted into a diseased bypass graft. The lesion was pre-dilated with a 3.0mm diameter by 20mm length ptca balloon. It was not possible to cross the target lesion, therefore, the stent delivery system was pulled back into the guide catheter. Upon removal into the guide catheter, the stent began to come off the stent delivery balloon. Therefore, the entire stent delivery system was pulled back to the femoral sheath and upon removal, the stent dislodged in the right femoral artery. The stent was successfully removed with a snare using a contralateral approach. The physician did not follow the instructions for removal of an undeployed stent when the stent was pullled into the guide catheter while it was still engaged in the coronary artery. There was no additional clinical sequelae reported relative to the event and there is no further info available from the physician or user facility.